Manufacturer narrative:
Submit date: 1/22/2018. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the sure grip was detached from tubing.

Manufacturer narrative:
Submission date: (B)(6) 2018, lot no. Provided 1724815464 an investigation was performed for the reported customer complaint: ¿the customer reports the sure grip was detached from tubing.¿ a review of the device history record (DHR) indicated the product was released meeting all quality standards. No lot number was provided at the time the complaint was reported. However, upon receipt of sample, the lot number was identified as lot number 1724815464. An unused sample, from this lot, was provided for evaluation. It was observed during visual inspection that the suction tubing had no blue connector on the internal portion of the coiled tube. The extruded tube also showed signs of the solvent used to bond the blue connector with the extruded tube. It was also visually apparent that there was a lack of solvent. Dimensional inspections affirmed the device was within specification. The reported customer complaint was confirmed. The probable root cause was determined to be the automatic assembly section did not eject the blue connector into the coiled tube. Due to this, the extruded tube was coiled and packaged without a blue connector. Corrective action has been taken to address this issue. Maintenance was performed on the affected manufacturing component and subsequently passed all functionality testing. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the sure grip was detached from tubing.